Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013379992); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alleged product issue occurred with the transcatheter aortic valve evfxplus-34 during the transcatheter aortic valve implantation. The valve load was checked by certified staff and the check was satisfactory. Pre-dilation was performed using a 23 mm true balloon. During the initial valve positioning an infold was noted. Subsequently a new valve and delivery catheter system (dcs) were used. The loading check with x-ray was performed and reported as satisfactory. The valve was successfully implanted. No patient complications have been reported as a result of this event.